Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -5.5/2.5/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 and removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.